Event description:
Pt reported having problem with needle coming out during infusion. No further info provided unknown if pt had any side effects or missed doses. Unknown if product on hand for return.